Event description:
The customer stated that their meter read 300 mg/dl so they administered 40 units of humilin. They immediately tested again and the reading was 97 mg/dl. 30 minutes later the reading was 98 mg/dl. A review of the system was conducted over the phone. The customer did not have all the necessary supplies to complete the meter review. The supplies were sent to the customer with intructions to call upon receipt.